Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 26aug2019. Technical services confirmed reported issue. The customer replaced the cooling fan to address reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported 1125-cooling fan speed error (cbit). There was no patient involvement.